Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a charge circuit timeout and long charge times were noted on the cardiac resynchronization therapy defibrillator (crt-d) after numerous high voltage therapies had been delivered. Historically low p-waves and oversensing were noted on the right atrial (ra) lead. The right ventricular (rv) lead exhibited falling r-waves. The crt-d, ra lead, and rv lead remain in use. No patient complications have been reported as a result of this event.